Event description:
This patient underwent meningioma surgery, which was completed by subarachnoid hemorrhage on the night after surgery. The hemorrhage left the patient in a coma. An angiogram revealed the source of the bleed to be a pseudoaneurysm on the left a1 segment of the anterior cerebral artery. This was the patient's only. The patient's primary surgeons consulted a neurovascular surgeon and a neuroradiologist, who felt that his lesion carried a very high risk of re-hemorrhage and that there were no good options for the patient. Bypass surgery was ruled out given the patient's swollen brain and poor condition. All the physicians endorsed stenting. The family was very carefully consented and they knew that this application did not match the (hde) humanitarian device exemption protocol. The patient was given aspirin but no plavix was given due to the inordinate risk for hemorrhage. After placing two enterprise stents across the lesion, there was no angiographic change. A third stent was placed with no angiographic change. An angiogram done one week later revealed thrombosis of the aneurysm and severe spasm of the distal (aca) anterior cerebral artery related to the hemorrhage. The imaging showed significant infarction in both aca territories some of which was evident before stenting. Thromboembolism from the stents may have accounted for some of the infarctions. Angiogram done three days after this angiogram showed stent thrombosis. Ultimately this was a very difficult clinical situation with no good option. Stenting was performed to prevent re-hemorrhage, which would have been likely a fatal event. The report was also submitted to the (irb) internal review board. The patient is alive but severely disabled and currently on comfort care, and the patient did not have any further procedures.

Manufacturer narrative:
The product remains implanted and will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is the first of other products used during the same procedure on the same patient, which is associated with mfg report #1058196-2008-00012 and 1058196-2008-00014.